Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported there is a no battery message that appears on the device when the battery is inserted. There was no reported patient involvement.